Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.